Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple atrial tachycardia (at) and atrial fibrillation (af) episodes caused by atrial lead noise were observed through merlin.net transmission. The patient was brought into clinic for further evaluation. The patient was asymptomatic to the noise issue. The noise was not reproducible in clinic. Programming changes were made and the issue was resolved. The patient remained stable.

Event description:
New information received indicated that inappropriate mode switch due to oversensing noise on the right atrial lead was seen. During generator change out for eri, the physician could not get access for new ra lead; programming changes were made to the new generator. No patient issues or complications during generator changeout.